Manufacturer narrative:
Concomitant medical product: lnq11 linq, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing during atrial arrhythmia episodes resulting in inappropriate pacing. The lead remains in use. No patient complications have been reported as a result of this event.